Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: unknown, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for unknown indication. It was reported that during implant, they checked impedances with both the wireless external neurostimulator (wens) and implantable neurostimulator (ins) and contact 8 showed over 40,000. They also switched contacts in the port and it still displayed high impedance. No patient symptoms were reported. No further complications were reported/anticipated.